Event description:
It was reported that a high pacing impedance and high capture thresholds were detected on the right ventricular (rv) lead. The trend graphs showed an increase beginning around the end of (B)(6) 2025. The patient is pacemaker-dependent. Fluoroscopy revealed that the lead was fractured. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable before, during, and after the procedure.